Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device evaluation could not be performed because the guide wire was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Reviewing of production records found no indication of product deficiency. It was presumed that tensile stress and/or torsion generated with wire manipulation exceeded the product's design limit while the wire tip was being trapped possibly by the lesion. That excess stress was assumed to have caused the reported wire fracture. Instructions for use states: [warnings]: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects]: damage such as separation.

Event description:
It was reported that the distal radiopaque part of an asahi guide wire became separated during a percutaneous coronary intervention to treat an unspecified lesion in the rca #1 to #3. Snaring was performed to retrieve the wire fragment from the anatomy, however, failed. Although the procedure time prolonged and radiation dose increased due to the retrieval attempt, there were reportedly no adverse patient effects or consequences. The patient was discharged home the following day.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The reported guide wire was returned and evaluation was performed. The returned guide wire had its coil wire fractured at approximately 123mm distal to the proximal solder. The core wire was fractured proximal to the fracture end of the coil wire. Microscopic observation of the fracture end of the coil wire was performed. Proximal to the fracture end, disarrangement of coils was observed. At the fracture end, the coil wire was found bent and small cracks were observed on the coil surface. These findings suggested that repeated bending stress contributed to fracture. To observe the fracture end of the core wire, coils were intentionally unraveled. The core wire was found fractured at approximately 120mm distal to the proximal solder. Microscopic observation revealed that the fracture surface of the core wire was uneven and showed staircase pattern that could be seen on the wire fracture due to local bending stress. Reviewing of production records found no indication of product deficiency. It was presumed that bending stress generated with wire manipulation exceeded the product's design limit while the wire tip was being trapped possibly by the lesion. That excess stress was assumed to have caused the reported wire fracture.

Manufacturer narrative:
Additional information was obtained on 05-10-2018. Incident description narrative, patient information, and healthcare facility information were updated accordingly.

Event description:
It was reported that the patient was hospitalized to treat unstable angina. A pci was performed via right and left radial accesses to treat a moderately tortuous, severely calcified cto in the rca #1 to #3. An asahi guide wire was rotated in an attempt to cross the lesion when resistance was felt with the lesion and a concomitant microcatheter. The distal segment of the guide wire became fractured and the separated tip was left in the rca. An attempt to retrieve the tip was made by snaring, however, failed. Although the procedure time prolonged and radiation dose increased due to the retrieval attempt, there were reportedly no adverse patient effects or consequences. The patient was discharged home the following day.